Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently experienced a low blood glucose level of 40 mg/dl. Customer alleged that the low blood glucose level was due to the pump's basal rate being too high. Customer treated the low blood glucose level by consuming glucose tablets. Tandem technical support advised the customer to consult with a healthcare provider for any future low blood glucose levels.